Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After predilatation of a calcified lesion in the rca, the device was inserted, but when inflating up to normal pressure, no expansion of the stent was visible. The device was removed and inspected and was found still crimped on the balloon. Outside patients body the stent could be expanded.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, photographs and videos taken from the angiogram were reviewed. The stent was returned in a plastic beaker. The stent has been dilated and is deformed (i.e. Pinched) over its entire length. Review of the photographs and videos taken from the angiogram did not provide any further relevant information with regards to the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.